Event description:
The nurse inserted the catheter and could not retract the needle. After the noted difficulties, the entire device was removed but noted to be slightly shorter than it should be, it was compared to an unused device and found to be 2 mm shorter. A tourniquet was left in place and pt x-rayed. X-ray showed a 2 mm section in subcutaneous tissue. A surgical consultation was obtained and the small portion of catheter was left in place with the thought that it would work its way out of subcutaneous tissue on its own. The pt was advised of the findings and recommendations.

Manufacturer narrative:
Conclusions: a root cause analysis could not be determined as the sample was not received for the investigation. Although the report indicated the sample was available the reporter was not identified; we are not able to follow-up to obtain the sample. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacturer.